Event description:
It was reported that a premature battery depletion error was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). A request was made to have data from this device analyzed. Technical services (ts) reviewed, noting the error could be disregarded since it was triggered due to extended magnet application during a procedure the patient underwent, and this s-ICD would need to be interrogated to stop the warning tone. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.